Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a male patient was hospitalized due to peritonitis and a non-healing wound. The patient was diagnosed with peritonitis on (B)(6) 2016 and treated with vancomycin. It was also noted the patient had increased fibrin due to the peritonitis which made it difficult for the patient to drain. Heparin was initiated. The nurse also confirmed the patient did not missed any treatments.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.